Manufacturer narrative:
The field service engineer (fse) replaced the integrated electrical surgical unit (iesu) to resolve the error. The iesu involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the user reported monopolar energy activation interrupted due to error c-34. Tried to restart erbe but issue was not resolved. Recommended to switch to force triad and procedure was able to continue and completed without further disruption.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review which revealed recurring error c-34 as well as errors m-18, c-06, and m-11 on the given event date. During testing, the unit also displayed error code c-34 at startup. However, no corresponding errors were found in the erbe log review. Visual inspection indicates the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. However, the probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation.